Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. No additional information was provided.